Event description:
It was reported that approximately 1 day after implant, a chest xray showed the patient's left ventricular (lv) lead had dislodged. It was also reported that the lv lead was no longer capturing. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.